Event description:
It was reported that the patient tubes (patient line) of a homechoice cassette ¿cannot be closely connected¿ or is "not tightly closed" with the minicap transfer set which resulted in a leak. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.